Event description:
During the initial implant procedure, after the catheter was connected to the pump, good csf (cerebrospinal fluid) backflow was not achieved. They attempted to disconnect the catheter from the pump and the entire metal ring/sleeve pulled away from the rest of the catheter. A pump segment revision kit was used to complete the case. Csf backflow was obtained. The patient was not affected by the event. The patient was receiving effective therapy. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6), product type: catheter. (B)(4).